Event description:
Customer called regarding a low reading of 20l on the contour. While troubleshooting, it was discovered there were some missing segments; the units column was missing segments d,e,f and g. No adverse event was alleged. Meter was replaced. Customer was advised to return her meter for evaluation.